Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an evl procedure performed on (B)(6) 2025. It was reported that during the procedure, the band failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. The reported event of bands failure to deploy was confirmed based on the media inspection provided by the customer. A risk review was completed and confirmed that the event of bands failure to deploy was defined in the risk documentation and is documented accordingly. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Media analysis revealed damage to the ligator housing teeth and overlapping bands; however, the device was not returned for full evaluation, limiting the ability to perform a complete analysis. The device history record confirmed that the device met manufacturing specifications prior to distribution, and no manufacturing deviations were identified. The observed damage to the teeth suggests that the device might have been used with excessive force or that the way the physician introduced the device through the patient contributed to the damage, affecting the functionality of the handle during band deployment. Additionally, the overlapping of bands may be related to procedural technique or anatomical conditions during the procedure. These findings indicate that the reported issue is associated with procedural factors rather than a manufacturing defect. Therefore, based on the compiled information and lack of evidence of product defects, the most probable root cause assigned is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an evl procedure performed on (B)(6) 2025. It was reported that during the procedure, the band failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.